Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced both hyperglycemia and subsequent hypoglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after announcing an incorrect meal size, which led to a postprandial glucose rise to 280 mg/dl followed by automated correction dosing that contributed to an overnight low to 54 mg/dl. No adverse clinical symptoms associated with hypoglycemia or hyperglycemia reported. Outcomes included resolution of the low after ingestion of six glucose gummies and no need for further assistance or medical intervention. Investigation included customer care troubleshooting and education. Investigation of this case revealed that incorrect meal announcement size and timing caused the initial hyperglycemia, which triggered corrective dosing that contributed to the later hypoglycemia; device function and infusion set use were not implicated based on the report. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically inaccurate meal announcement, were the primary cause.